Event description:
Oncology service pt had a central line placed in the or in 2006. Pt was presented to ed the evening of 2006, with bleeding at his central line site. Ed report indicates no known history of trauma to the line or line site. A chest x-ray was taken which revealed the line was was broken with a fragment of the line in the pt's right atrium. The pt was admitted to the picu department for observbation and the line fragment was removed the following month, in cardiac catherization lab.

Manufacturer narrative:
Evaluation: still under investigation.